Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room (ER) due to hyperglycemia on (B)(6) 2025. The blood glucose level was 503 mg/dl and the patient was treated intravenously. Length of hospitalization was greater than 24 hours. The patient also reports symptoms like weak, extremity pain, cramps and headache. The patient was also tested positive for ketones. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.